Manufacturer narrative:
The sample was not returned. The potential root cause of the reported issue could not be determined as no sample or photographs were received, as a result, no evaluation could be performed. The photograph of connector that was provided was not related to reported complaint. The received photograph of the connector was from another pack just for a reference. Per information from a perfusionist at the account the death of the patient was not a result of the leak in the cardioplegia line nor did this leak have anything to do with the patient expiring. The device history record (DHR) coc and inspection record were reviewed and no issues were noted. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. The case label gtin: (B)(4). The product identifier: (B)(4).

Event description:
During a recent cpb surgery the patient expired. It was reported by the perfusionist that there was a leak from a y connection during cardiopulmonary bypass. The cardioplegia leak and subsequent change out did not contribute to the patient¿s death as it was not required at the time of the circuit change out; the cardioplegia circuit change out did not cause a delay in the treatment of the patient. A (B)(6) man came to the emergency room complaining of chest pain. He was transferred to the cardiac catheterization laboratory and went into full cardiac arrest. Chest compressions were administered during transport to the operating room for emergent cardiopulmonary bypass (cpb) surgery. Patient was emergently placed on cpb while veins were being harvested for the surgery. The perfusionist at this time was priming the cardioplegia circuit with blood from the cardiotomy reservoir and noted a small leak at the y connection ~(10ml). The perfusionist changed out the circuit because the cardioplegia had not been delivered and was not needed, during the vein harvesting. There was a total blood loss of 100-200 ml blood due to the volume in the cardioplegia circuit.